Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the dislodged molded insulator is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that the force bipolar instrument had tip damage. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage described above occurred during central processing.